Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2017 with the following findings: a review of the basal history showed an inaccuracy due to a fill cannula being filled at the same time. The pump was run for 24 hours at a 2 unit per hour basal rate, and at the end of testing the basal history showed 2 units and the total daily dose showed 48 units. The basal history recording a defect allegation was unable to be duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas for evaluation. When evaluation is completed, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings issue. It was reported that the basal history does not match active basal program. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.